Manufacturer narrative:
Additional information: contact number: (B)(6). A getinge fse was dispatched to evaluate the unit. The fse found display distorted. Replaced video cable. Performed full functional and safety tests. All tests pass. Returned device to customer and cleared for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of a distorted display. The fat performed a visual inspection and found the part to be in good condition.the fat installed the cable in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. No issues found during testing. Fat could not verify the reported issue. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had a broken screen. There was patient involved, however no adverse event reported.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had a broken screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a broken screen.